Event description:
Customer called to report the insulin pump is going into threshold suspend at inconsistent times. Blood glucose reading at the time was 106 mg/dl. Customer stated there is a discrepancy between the sensor reading and the blood glucose reading. This discrepancy is causing the insulin pump to go into threshold suspend even when the blood glucose reading is within normal range. Customer declined troubleshooting and stated that the insulin pump and sensor are working properly at this time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.